Event description:
My son got burnt on the neck area when he was sleeping at night with the malem alarm. The batteries inside the alarm shorted out at night when he was sleeping and burnt him. I gave him a cold water rinse, but it caused blisters. The alarm has a problem where it got very hot at night. This alarm was purchased new from (B)(6).